Manufacturer narrative:
(B)(4). Concomitant products: humeral bearing catalog#: unk lot# unk, peripheral screws catalog#:unk lot#:unk, central screw catalog#:unk lot#:unk, glenosphere catalog#:unk lot#:unk, mini baseplate catalog#:unk lot#:unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the products were discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04912, 0001825034-2017-04913, 0001825034-2017-04948, 0001825034-2017-04947, 0001825034-2017-04914.

Event description:
It is reported that the patient underwent a reverse shoulder arthroplasty revision procedure due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to not be reportable. A revision has been indicated due to patient anatomy and is not related to a product issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.